Manufacturer narrative:
The subject device was returned to olympus for repair/evaluation. The customer¿s reported issue, the image flickers and or disappears with camera head, could not be confirmed, or duplicated. However, image flickering occurs (endoscopic image is visible) due to failures of the video cable connectors. Also, the portable memory, pc card or internal memory could not be captured due to a defective printed circuit board. The device has not been repaired in the last year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for the reported auto restart / no image failure. Based on the repair inspection the cause of the customer¿s reported issue could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer visera pro video system processor¿s had an image malfunction during inspection before use, ¿the image was flickering and then disappeared when the device was connected with camera head which was suspected to be caused by defective video connector.¿ there was no delay, and the scheduled procedure was completed using another similar device. No death, injury or harm was reported.